Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii y 24gax0.75in prn/ec slm experienced a damaged or open unit package/sterility breach. Product defect was noted prior to use. The following information was provided by the initial reporter: on (B)(6) 2019, the nurse opened the package and she found that the package of indwelling needle sheet had been cracked and it was not sealed.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9106919. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A full review of our manufacturing process was conducted to identify any potential causes for the warped packaging observed in the samples submitted. Unfortunately, at the conclusion of our investigation bd was unable to identify a root cause that could be related to the manufacturing process.

Event description:
It was reported that the intima-ii y 24gax0.75in prn/ec slm experienced a damaged or open unit package/sterility breach. Product defect was noted prior to use. The following information was provided by the initial reporter: on (B)(6) 2019, the nurse opened the package and she found that the package of indwelling needle sheet had been cracked and it was not sealed.